Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the use of fibrin glue to secure mesh may be a safe alternative to penetrating transfacial fixation with potential to reduce chronic pain.

Event description:
Received an article titled: operative outcomes after open abdominal wall reconstruction with retromuscular mesh fixation using fibrin glue versus transfacial sutures. The article compared operative outcomes and quality of life with retro-muscular mesh fixation using fibrin glue versus transfacial sutures. Per the article, adverse events included wound related complications, hematoma, pain, dvt and repeat surgery not related to recurrence.